Event description:
A report was received that during the ipg implant procedure following a permanent trial of the leads it was discovered that one of the leads was bent and broken. The physician elected to insert this lead into a new splitter and re-implant it in the patient. High impedances were noted on both leads after the procedure was completed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial/lot: (B)(4), description: infinion 70 cm lead kit. The devices were not returned to bsn as they remain implanted in the patient. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.